Manufacturer narrative:
Follow-up #1: date of submission 11/06/2017 animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Device evaluation: the device has been returned and evaluated by product analysis on 10/17/2017 with the following findings: review of the black box data revealed on loss of prime warning recorded 05 july 2017 with low non-zero force. On investigation, the pump powered on and was exercised for 24 hours without duplication of the alleged loss of prime. The force sensor was evaluated and found to be functioning within the required specifications. Investigation did not duplicate the complaint. Unrelated to the original complaint, the battery compartment was noted to be cracked and the display was dim/faded/discolored.

Manufacturer narrative:
The device has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a prime (loss of prime) issue. This complaint is being reported because the issue may result in a long-term cessation of insulin delivery if the user is unable to resolve the alarm. There was no indication that the product caused or contributed to an adverse event.